Manufacturer narrative:
Correction change the quantity of devices to an unspecified quantity (previously reported as one). The fentanyl was in 0.9% sodium choride.the particles were further described as semi-translucent, elongated filaments (omitted on initial report). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed within a 250 ml capacity intravia container. The pm was further described as ¿visible particulates¿. The device was filled with fentanyl. This was discovered during routine manual inspection. There was no patient involvement. No additional information is available.